Event description:
Initial results for two pt creatinines were 39.2 and 2.5 mg/dl. When repeated, the results were 0.7 and 3.8 mg/dl respecitvely. The incorrect results were not used to guide therapy. The field service rep found a hole in the waste nozzle tubing causing inadequate evacuation of the cuvette. He repaired the instrument by replacing the tubing.